Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strip and libre reader continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strip and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported a precision glucose issue with the freestyle libre 2 reader. The caregiver reported that the customer was experiencing vomiting and dizziness, and that the freestyle libre 2 sensor was indicating 'hi' (> 500 mg/dl). A capillary test was done on the built-in meter (reader), and a result of 'lo' (< 20 mg/dl) was obtained. However, the caregiver reported that a capillary test taken 6 minutes later showed 'hi' (> 500 mg/dl). The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was taken to a hospital where an unspecified blood glucose result was obtained, and the customer treated with insulin fiasp and IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported a precision glucose issue with the freestyle libre 2 reader. The caregiver reported that the customer was experiencing vomiting and dizziness, and that the freestyle libre 2 sensor was indicating 'hi' (> 500 mg/dl). A capillary test was done on the built-in meter (reader), and a result of 'lo' (< 20 mg/dl) was obtained. However, the caregiver reported that a capillary test taken 6 minutes later showed 'hi' (> 500 mg/dl). The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was taken to a hospital where an unspecified blood glucose result was obtained, and the customer treated with insulin fiasp and IV. There was no report of death or permanent injury associated with this event.